Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the control module is getting error code of l3-032 during positioning and sample mode. The st holster has been evaluated and returned with no problem found. There have been no patient consequences reported.